Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving bupivacaine (35 mg/ml at 9.411 mg/day) and morphine (2900 mcg/ml at 779.7 mcg/day) via an implantable infusion pump for malignant pain. It was reported that the pump was refilled on (B)(6) 2018 and the session data report showed a low reservoir alarm date of (B)(6) 2018. The current pump settings showed an examined date of (B)(6) 2018 and the last change date in the pump status after update was also (B)(6) 2018, which gave a resulting low reservoir alarm date of (B)(6) 2018. However, based on the prescription the low reservoir alarm date should have been (B)(6) 2018. The hcp acknowledged that they got a new clinician programmer around that time and remembered that they had to change the date on it. It would appear that the incorrect date on the 8840 resulted in an incorrect low reservoir alarm date. The patient ended up in the intensive care unit (ICU) on (B)(6) 2018 and was released on (B)(6) 2018. The patient was at the hcp's office on (B)(6) 2018 and the pump was out of medication. No specific symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. It was reported that the cause of the incorrect refill date on the clinician programmer was not determined. The clinician programmer was updated with the accurate date and the pump was refilled with the correct dates. The empty pump was resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.